Manufacturer narrative:
Device information has been updated. Mandatory section has been updated/corrected.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation auto CPAP with an allegation of asthma (new or worsening), lung disease and cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.